Manufacturer narrative:
The user received sensor check alert on (B)(6) 2025, 93 days after insertion.a review of the raw sensor data confirmed chemical degradation at the far end of the sensor. By (B)(6) 2025 at 7:00 am, only the central part of the sensor was actively used, and when optical instability was detected in that area, a sensor check alert was triggered. Optical instability was also observed at different times across all 4 sensing areas.this transient optical instability could not be reproduced during the returned product analysis testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab, such as the in vivo state of the hydrogel. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report 13 june 2025. G3. Date received by the manufacturer? 13 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving sesnor check alert which led to early sesnor removal. Sensor will be replaced with return of product for investigation.